Event description:
It was reported that balloon ruptured occurred. The stenotic target lesion was located in right common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation before reaching nominal pressure, the balloon ruptured. Pre-dilatation was completed with different size mustang balloon catheter. A stent was placed and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified damage to the tip. This type of damage is consistent with excessive force being applied to the device when attempting to cross a challenging lesion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured occurred. The stenotic target lesion was located in right common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during inflation before reaching nominal pressure, the balloon ruptured. Pre-dilatation was completed with different size mustang balloon catheter. A stent was placed and the procedure was completed. There were no patient complications nor injuries reported.